Manufacturer narrative:
Investigation summary to aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, scale marking issues were identified. The scale printing process consists of hot stamping which embeds the ink into the syringe barrel. If a failure occurs in the marking process, this type of defect may result. However, at this time, an exact manufacturing related cause could not be established for this defect. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the scale markings on the bd emerald¿ syringe were misprinted, with the "1" not correctly positioned/marked on the barrel. The following information was provided by the initial reporter: "a bd 10ml syringe has been found in a hospital theatre with the ml marks and numbers misprinted... Number 1 is not correctly positioned/marked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings on the bd emerald¿ syringe were misprinted, with the "1" not correctly positioned/marked on the barrel. The following information was provided by the initial reporter: "a bd 10ml syringe has been found in a hospital theatre with the ml marks and numbers misprinted... Number 1 is not correctly positioned/marked."